Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy.

Event description:
Regulatory agency reported patient had 'lymph nodes appeared in the armpits and arms', 'pain', 'folds', and 'concerns'. Device has been explanted. Record relates to the right side.